Event description:
The customer reports that when requesting the opening of the material to perform the embolization, the doctor identified that it was without its internal liquid. No additional information was provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. The device was returned for investigation. The investigation found that the luer lock had several cracks, which caused the serum to leak. The defect was confirmed.